Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted three ventricular tachycardia (vt) episodes, the first two were treated with anti- tachycardia pacing (atp). The atp slowed the rates, but the rhythm continued below detection ending the episodes. The atp therapy eventually re-detected and a shock was delivered. The device remains in use. No patient complications have been reported as a result of this event.